Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with unresponsive act button due to unlocked connector at lcd board. Unable to perform functional test due to button anomaly. The insulin pump received with scratched lcd window. The insulin pump received with cracked battery tube threads.

Event description:
It was reported that the paramedics were called to assist the customer with low blood glucose. Caller stated that the blood glucose reading was 10 mg/dl when paramedics arrived. Caller stated that the reservoir was empty and the insulin pump did not alarmed. Nothing further was reported.